Manufacturer narrative:
(B)(4). The field service specialist (fss) visited customer site and upon arrival, he powered up system and got the 2011 error. Fss replaced the hard drive and powered the system on and off approximately ten (10) times and the system was fine. Fss performed the preventative maintenance (pm) checklist and replaced two o-rings as part of the pm. The system passed all functional tests and it was found to meet amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
While on site to perform the preventative maintenance (pm), the field service specialist (fss) reported error 2011 (error getting version strings from instrument host) with the whitestar signature system. There was no patient involvement reported.

Manufacturer narrative:
A product deficiency review was performed and no product deficiency was identified. A document labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. The operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.